Event description:
The customer reported that during a sleeve gastrectomy, they got an end tone, indicating a completed seal cycle, but there was bleeding. They opened a new device to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. Date of supplemental report 01: (B)(6) 2014. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. This report was originally submitted under the reporting site registration number. A new MDR 3500a form has been submitted under the manufacturing site registration number. The new MDR number is 3006451981-2014-00235.